Event description:
Info received indicates the head section will not go down using the CPR lever, but will go down using the siderail controls.

Manufacturer narrative:
The tech found the CPR valve was stuck. He replaced the CPR valve to repair the bed.